Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer blood glucose value was 15.5 mmol/l. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.